Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which resulted in early battery depletion of the implantable pulse generator (ipg). When the physician attempted to place a new ipg, the screws were pulled from the header. An alternate ipg was placed. No patient complications have been reported as a result of this event.